Manufacturer narrative:
The returned pacemaker was analyzed, passed all test performed, and exhibited normal device characteristics. The reported event was not confirmed. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this pacemaker was explanted due to an unknown product performance anomaly. This pacemaker was successfully replaced. Other than the procedure, no adverse patient effects were reported. This pacemaker was returned to boston scientific; however, further analysis has not been yet performed. Additional information was received, this pacemaker was electively explanted and replaced as per physician discretion. No adverse patient effects were reported. This pacemaker was returned to boston scientific; however, further analysis has not been yet completed.

Event description:
It was reported that this pacemaker was explanted due to an unknown product performance issue. This pacemaker was successfully replaced. Other than the procedure, no adverse patient effects were reported. This pacemaker was returned to boston scientific; however, further analysis has not been yet performed. Additional information was received, this pacemaker was electively explanted and replaced as per physician discretion. No adverse patient effects were reported. This pacemaker was returned to boston scientific; however, further analysis has not been yet completed.

Event description:
It was reported that this pacemaker was explanted due to an unknown product performance issue. This pacemaker was successfully replaced. Other than the procedure, no adverse patient effects were reported. This pacemaker was returned to boston scientific; however, further analysis has not been yet performed.